Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that episodes of ventricular tachycardia (vt) were stored to this pacemaker exhibiting noise and oversensing on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed stored device data and explained the noise appeared consistent with minute ventilation sensor interference and provided suggestions for further evaluation and programming. As the patient's intrinsic amplitude was satisfactory the physician elected to reprogram rv sensitivity from 2.5mv to 5mv and continue monitoring the patient. There was no reported asystole or other impact to the patient as they have an underlying intrinsic rhythm. This system remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating the patient complained of ongoing dizziness despite previous device reprogramming. A revision procedure was performed wherein the rv lead was abandoned and replaced. The physician also elected to explant and replace the patient's device to avoid an additional procedure in the future; it was noted the device had not declared elective replacement indicator (eri) and there was no suspicion of premature depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The lead was verified to have been fully inserted as evidenced by lead seal ring marks in the header port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.